Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported difficulty inserting her infusion sets and that the infusion sets have been leaking. She used a whole box over the course of the weekend because she could not insert the headsets correctly. Pt has received e4 occlusion errors in the past, but it was not happening at time of report. Blood glucose elevated to the 500 mg/dl range. She used insulin injections to lower blood glucose to the 300 mg/dl range. Normal blood glucose is 200-300 mg/dl, and pt is still trying to get her blood glucose regulated. Infusion sites bleed when the headset is removed. Pt was sent replacement infusion sets and an insertion device. No product was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.